Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having transforaminal lumbar interbody fusion at l4/5 due to pre-op diagnosis of lumbar canal stenosis. It was reported that, surgery was performed on (B)(6) 2023, using a catalyft cage. On follow-up, an x-ray of the patient, who came for an outpatient visit, showed contraction of the cage. The patient¿s progress has been good, with no symptoms, and therefore no reoperation is planned. There were no further complications reported regarding the event.